Manufacturer narrative:
Continuation of d10: product ID a71400, serial# unknown, product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that they do not have the dates, but the patient's representative stated the issue had been happening since the cardioversion procedure that happened about a month ago. The issue has not been resolved and the information has been confirmed by the physician. Rep was attempting to get ahold of pt rep to find out further information regarding the procedure. Rep indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). Rep reported that the location of the ins was on the right flank belt line. Pt rep reported that they gave the remote to the staff to turn off the stimulation prior to the procedure and they also showed the staff. However, it was unknown if the staff followed through with this or not. Following the procedure, pt rep reported the therapy has been off and unable to turn back on. It was unknown if this was from it being turned off or not. Rep noted this was the first time the patient has had the cardioversion/defibrillation procedure. Rep noted logs were sent in a previous email. Mdt rep called back to ask for an update on this case. Tss reviewed case and rep stated the patient is in pain and is wondering if they should replace the stimulator, as it really helped them before. Tss sent follow-up email to principal. Spoke with rep and reviewed need to replace ins and sent warranty contact info to rep.

Manufacturer narrative:
Continuation of d10: product ID a71400, serial #: unknown, product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported the patient was scheduled to get a replacement this week ((B)(6)) but rep was just made aware that he is in the hospital for unknown reasons. Rep will update when they have more information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the ins remains implanted with plans to replace in the near future. Patient has an appt with the physician tomorrow to complete preoperative tasks. A date has not been set as of today. The device will be returned when it is explanted.

Event description:
Additional information was received from manufacturer representative (rep) who reported the hospitalization was not due to the device. As of today, the patient is now scheduled for a replacement tomorrow (8/13). It was reported that patient was having premature/abnormal battery depletion with their implantable neurostimulator (ins). Manufacturer representative (rep) reported patient had a cardioversion on may 28. They were notified on june 6 that the device had been improperly working since then. Charging took 4 hours and even when charged, it wasn¿t helping, and patient could not make adjustments. The cause of the issue was unknown. Rep reported the ins has now been explanted and the issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient underwent a cardioversion and, following the procedure, the implantable neurostimulator required more frequent recharging and took longer to charge. Attempts to connect to the implantable neurostimulator with a tablet resulted in system error 0x38c98a4, and a message was received stating, "therapy turned off, neurostimulator cannot provide the requested therapy and has turned off because the stimulation settings are too high; amplitude will be set to 0 for all programs in the active group." When attempting to connect with the patient's handset/communicator, service code 323 was displayed, indicating that therapy was off and the neurostimulator could not provide the requested therapy. Although therapy could be toggled on, it turned off automatically when stimulation adjustments were attempted. The battery level was checked and showed 40%. The issue was not resolved through troubleshooting.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID a71400 (serial: unknown); product type: 0216-software; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID# 977119, s/n:(B)(6) was returned for analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Destructive analysis determined that there was abnormal function of an integrated circuit on the hybrid circuit board of the implantable neurostimulator (ins). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep) who reported they let the physician know the information about sending the device back to manufacturer.